Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 27 may 2025,senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on escalation analysis, an RMA was issued for the sensor due to system performance and the transmitter was requested back for the purposes of reviewing the log file. By complaint closure only the transmitter was returned to senseonics by the closure of this complaint. A review of the in-vivo data from dms and log file analysis revealed optical instability. This instability most likely contributed to the inaccuracies/noise observed. The user was offered a sensor and transmitter replacement as a resolution. B4. Date of this report (B)(6) 2025. D4. Additional device information updated. G3. Date received by the manufacturer? 25 august 2025. H6. Type of investigation updated to 4114,4111, h6. Investigation findings updated to 3224, h6. Investigation conclusions updated to 4315.